Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: patient was implanted on the left side and underwent a revision surgery due to pain, trunnionosis with pseudotumor, loosening due to little ingrowth, adverse local tissue reaction, fluid collection and osteolysis. There was also a large amount of granulation tissue around the hip. Large time was spent excising much of the tissue, fluid and the granulation debris from the hip. Surgical report: review of surgical report did not lead to new information regarding the reported event. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprothesis. Conclusion : no further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: metasul ldh, head adapter, s, -4, taper 12/14-18/20; catalog no#: 01.00185.145; lot#: 2356231; metasul ldh, head, 52, code r, taper 18/20; catalog no#: 01.00181.520; lot#: 2332980; stem femoral zimmer versys fm taper 14x135 mm std; catalog no#: 7862-14; lot#: 60547428. Therapy date: (B)(6) 2019. The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted with durom acetabular component on the left side and underwent a revision surgery due to pain, swelling and pseudotumor. During the surgery trunnionosis with pseudotumor, loosening due to little ingrowth, adverse local tissue reaction, fluid collection and osteolysis was observed.